Event description:
It was reported that shaft break occurred. A 3.50 x 20 synergy ii drug-eluting stent was advanced for treatment. However, when attempted to put stent through the guide, the shaft broke. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.